Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ persona femur size 10 catalog 42502606802 lot 62703557; persona articular surface 10mm height catalog 42522000510 lot 63315264. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the implants remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01775 and 2648920-2017-00200.

Event description:
It was reported that a patient underwent a right total knee arthroplasty which has subsequently disturbed the peroneal nerve function causing numbness of the lateral foot. There was no indication that the patient will be revised. No additional patient consequences were reported.